Manufacturer narrative:
Complaint investigation revealed the failure came from a bent sensor plate. As a result of the bent sensor the tilt motor, right, did not switch properly. The column cladding shows clear damage (squeezing) in this area and was exchanged, as well as the sensor connection and the associated assemblies. Conclusion: the error image is more likely to be due to a collision damage caused by the customer

Event description:
After completion of the operation, the operating table should be moved to the zero position. The patient was in a head-to-head position, and the trendelenburg adjustment was not possible. The patient was removed from the table by the nursing staff. No injury was reported.